Event description:
Rptr writes, "I'm a seventy-two yr old woman and have researched dental fillings and anesthesias. They are responsible for my allergenic rheumatoid arthritis. It involved the side effects that includes painful distorted feet, swollen ankles and hands, fatty tumors, nodules, painful blood-shot eyes, collapsed arches, loss of hair, etc I have experienced. I have found dental products were changed to 25 yrs ago in secrecy, why the secrecy? I remember when silicate (a porcelain synthetic), amalgum (silver) tin fillings with mercury and anesthesia without epinephrine were used without any side effects. The anesthesia numbed the mouth and jaw longer and preservatives were not used. When epinephrine (adrenalin) a vasoconstrictor is added, it tightens both veins and tendons causing painful destortions and poor circulation permanetnly. Methylparaben causes swollen ankles the size of golf balls making it impossible to walk. (Carbocaine). Because of the absence of silicate, I telephoned dental mfrs in the us, including one who formally made it. I was informed economically it was not feasible to produce silicate, no one uses it. Plastic composite is composed of oils and used extensively for fillings, dentures, etc and cheaper to MFR then silicate. Dentists, have tried to order silicate, but were told it is obsolete. At my insistance of a patch test, an allergist applied a piece of plastic composite on my arm. Since it was a first time experiment, no one knew what to expect. Five mins later, my arm felt cold and one hr later, started to ache until I removed the tape. It did not leave a mark! Ordinarily, allergy tests would show a dot or lump, but never any pain. Herculite is another composite and amalgam 25 were also used. 25 made me winded after walking 21 steps the following morning from the bedroom to the kitchen. Now I'm constantly exhausted. To understand allergies, we must know each added antagonist continues to build on top of the previous "noction". It creates more crazy problems directly to other parts of the body, that it is mind-boggling. There is a need for a complete overhaul of the dental sys. Allergies are prevailant and not recognized or are ignored by dentists. And with drs being completely in the dark, trying to trust pts with unk allergies that exists. A law must be passed compelling dentist to inform pts to the names of dental medications and material as it is being used, the same as drs. Why should dentists be the exceptions! I would appricate your help to correct the injustice of the a dental association and drug administration for short-changing and taming us as throw aways with no rights! And, immediately return the silicate, old amalgam and preservative for anesthesias made by one dental MFR! A point to remember, why would I want x-rays taken and pay towards the payment to prove my crippling reaction are not arthritis, but, is allergy related to dispersalloy. A well known surgeon diagnosed the pain in my hip to my knee as an allergy.